Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms one month 11 days post device implant. Additionally, a false/positive signal artifact monitor event was recorded due to detection of atrial fibrillation (af). The patient was noted to be in chronic af. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms one month 11 days post device implant. Additionally, a false/positive signal artifact monitor event was recorded due to detection of atrial fibrillation (af). The patient was noted to be in chronic af. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the evaluation conclusion code.